Event description:
Hosp ccu personnel responded to a pt described as in cardiac arrest. The device would not deliver energy to the pt in two consecutive attempts. Power to the device was cycled and the device subsequently operated properly. The pt was resuscitated.